Event description:
Patient's spouse reported worsening skin breakdown at incision site throughout the last three months, and the patient has return of pain. The family will continue to work with their physician towards resolution to patient's condition. Additional information regarding reported events have been requested from the patient's physician and a follow up report will be sent when new information is received.